Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (03/25/2015). The patient¿s test strips have been returned on 2/18/2015 and evaluated by lifescan product analysis on 3/13/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 1/30/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings:error message 5 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.